Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system with the hospital biomed. Service will be performed by hospital employee or contractor. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction resulting in the loss of audible alarms. There was no report of patient involvement.